Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient was experiencing pain at the anchor site. The site is tender to the touch and swollen. The patient was treated with oral antibiotics after evaluation by the physician. The patient underwent surgical intervention where the swift lock anchors were removed due to an infection at the anchor site. The leads were anchored via a stitch, no other anchor was used. The patient was treated with a second course of antibiotics, and the wound was flushed with vancomycin. Cultures results are negative. Follow up information identified the staples were removed and the incision is healing great.